Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from connector event on (B)(6) 2025. The infusion set was in use for 30 minutes. The customer replaced infusion set and resumed insulin deliveries successfully. No further information was available.